Event description:
(B)(4). Essure implanted (B)(6) 2013. Approximately 7 months later I developed chronic and severe at times bilateral hip/pelvic pain, hair loss, chronic fatigue with joint pain. Numbness and tingling in extremities. Psoriasis. I had a full work up in (B)(6) 2014 and all tests negative. Saw a chiropractor and orthopedist who saw nothing on x-ray. One orthopedist said I had left hip bursitis and gave me cortisone shots. Pain continued into my groin area bilaterally.